Event description:
Additional information on 4/10/2021: patient 's wound is now fully healed.

Manufacturer narrative:
B5: additional information on 4/10/2021: patient 's wound is now fully healed. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 4 closed samples of the involved batch for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.51 kgf in average and 3.41 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Degradation test results conducted on the samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are: 2.31 kgf in average and 2.23 kgf in minimum (bbs requirement: 1.42 kgf in minimum). These values are in the usual range for this thread and size. In the instructions for use of the product it is stated that "skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated." Regarding the degradation profile: " about 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused." It is also stated: consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process." And in the side effects area: "the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing records review, the products comply with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: according to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that granuloma was observed by the surgeon during the consultation on the external return, six weeks after a ligamentoplasty. The suture was retrieved 15 days after the operation. At date (B)(6) 2021 the wound is clean and it is improving. No more information has been provided.